Manufacturer narrative:
Information contained in this report was previously submitted through asr on 25-apr-2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a left side implant is "ripply, much bigger than the right side," and had "swelling." Patient additionally reported "has severe pain;" this event is not related to the device. Healthcare professional reported "nodule" on the left breast unrelated to device and fibrocystic disease. Patient additionally reported left side capsular contracture, baker grade unknown. Device remains implanted.